Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was distal stent instability. Movement during placement (difficult placement/positioning), multiple devices were not used, the device was not implanted at the intended location, no additional steps were taken to secure the device, the tip of the catheter was not moved during deployment. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of an aneurysm in the right internal carotid artery. The pipeline was used as approved and it was prepared as indicated in the IFU.   Ancillary devices include a phenom plus - fg19120-1030-1s (lot 224327396), phenom 27 fg15150-0615-1s (lot 225000598), avigo - 103-06 06-200 (lot b414316).

Event description:
Additional information received reported the pipeline missed the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branches were covered by the pipeline. Vessel tortuosity was moderate. It was a fusiform aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the doctor tried various maneuvers to open the stent, such as gentle pulling and pushing ma neuvers, as well as resheathing and new openings, all to no avail. The stent was not fully released, as it didn´t because there was no stability in the vessel. The cause of the movement was not determined.